Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of "hi" (greater than 500 mg/dl) and 32 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings greater than 500 mg/dl. A "hi" display message indicates a reading greater than 500 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported readings were unable to be found in the meter's memory due to storage capacity. The meter's memory stores 400 blood glucose and control solution test results with date and time. Based on the meter's usage the earliest readings in the meter's memory were from (B)(6) 2014 and the reported readings were taken in (B)(6) 2014.